Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments at 6 cm from the terminal pin. Testing was completed to assess lead electrical performance on each segment. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated this rv lead was explanted and replaced due to the oversensed noise and out of range impedances. The existing ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room as they were light headed and felt their heart racing. The existing implantable cardioverter defibrillator (ICD) was then interrogated. During interrogation, this right ventricular (rv) lead exhibited noise. A threshold test was attempted, but loss of capture was observed during the noise. Further review noted that the pace impedances have been increasing since december and the values were now out of range at greater than 2500 ohms. At this time, the rv lead and ICD remain in service. An x-ray has been performed and there was no fracture observed. The cause of the observations has not been determined. No adverse patient effects were reported.